Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change, the atrial lead was unable to be inserted into the pulse generator header. The device was not used. Another pulse generator was implanted; the device exhibited the same atrial lead insertion issue. Silicon oil was used to advance the atrial lead into the header. The device remained implanted. No patient symptoms were reported.